Manufacturer narrative:
(B)(4)

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: (1) primary freedom driver s/n (B)(4) (MFR report # 3003761017-2016-00063 and (2) backup freedom driver s/n (B)(4) (MFR report # 3003761017-2016-00064). The customer reported that the primary freedom driver s/n (B)(4) exhibited a fault alarm while the patient was switching out his onboard batteries. The customer also reported that the patient was subsequently switched to the backup freedom driver s/n (B)(4). The customer also reported that the patient noticed the power adaptor port on freedom driver s/n (B)(4) is broken. The customer also reported that the patient was subsequently switched to another backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver s/n (B)(4) exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver s/n (B)(4) will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: primary freedom driver s/n (B)(4) (MFR report # 3003761017-2016-00063 and backup freedom driver s/n (B)(4) (MFR report # 3003761017-2016-00064). The customer reported that the primary freedom driver s/n (B)(4) exhibited a fault alarm while the patient was switching out his on board batteries. The customer also reported that the patient was subsequently switched to the backup freedom driver s/n (B)(4). The customer also reported that the patient noticed the power adaptor port on freedom driver s/n (B)(4) is broken. The customer also reported that the patient was subsequently switched to another backup freedom driver. There was no reported adverse patient impact. The freedom driver s/n (B)(4) was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no abnormalities. The driver in "as received" condition passed all test acceptance criteria, which included testing under normotensive and hypertensive settings, with no anomalies or alarms. Additionally, in an attempt to reproduce the customer experience, a battery insertion/extraction test was performed. The customer-reported fault alarm was not reproduced. Review of the electronic data revealed a "speaker voltage too low when off" fault code, which is likely the alarm that occurred while the driver was supporting the patient. It is produced during power cycling of the freedom driver, during onboard battery exchange while the freedom driver is operating only on onboard battery power, and/or if an onboard battery is not fully latched in place and intermittent communication errors result in a fault alarm. Only permanent fault alarms are recorded in the driver's alarm history. Despite the customer-reported fault alarm, risk to the patient was low because the driver continued to perform its life-sustaining-functions. Freedom driver s/n (B)(4) has been serviced. Based on days of use, the service included the replacement of the main printed circuit board assembly (pcba), before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.